Manufacturer narrative:
D2b: medical device type: jka. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the rubber sheath did not cover the needle when removing the tube resulting in sample leakage. Sample was recollected in up to two patients. 30 patients total were affected. No adverse impact or exposure was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. B3: date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the rubber sheath did not cover the needle when removing the tube resulting in sample leakage. Sample was recollected in up to two patients. 30 patients total were affected. No adverse impact or exposure was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the rubber sheath did not cover the needle when removing the tube resulting in sample leakage. Sample was recollected in up to two patients. 30 patients total were affected. No adverse impact or exposure was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 17-feb-2025 h3. Device eval by manufacturer- yes investigation summary - bd received 7 samples and 8 photos for investigation. The photos depict a device with blood leakage in the holder and a sleeve that has not properly recovered over the non-patient cannula. The 7 returned samples underwent functional tests, during which one sample failed due to sleeve leakage observed from poor sleeve recovery. However, all samples passed another set of functional tests as they were able to be activated properly with no evidence of defects or leakage. Additionally, 30 retained samples were tested in a similar manner. All these samples passed the functional tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw, and they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.